Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after a successful implant procedure fluoroscopic imaging was taken and noted that the device and atrial terminal pin did not appeared to be fully inserted. All testing showed normal measurements, however the physician elected to re-open the wound and reconnect the right atrial (ra) lead and the device. After re inserting the ra lead into the device it was possible to see the terminal pin of the ra lead beyond the connector block on fluoroscopy. The procedure was completed successfully. No additional adverse patient effects were reported.